Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2014 with the following findings: no damage found to battery compartment or threads in battery compartment. Threads on battery cap are stripped. Difficulty attaching and removing battery cap duplicated. A test battery cap was able to attached and remove without difficulty. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.